Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Catalog numbers and lot codes of other devices listed in this report: unknown 36 +5 v40 metal head lot unknown . It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience.

Event description:
This pi is for the revision on (B)(6) 2018. In obtaining information for a revision of the patient's right hip on (B)(6) 2022, rep found usage from a prior revision on (B)(6) 2018. Reporting rep was not present for the procedure. Reason for revision is unknown, but a 0° x3 insert and 36 +5 v40 head were revised to a 10° eccentric liner with a 36 +10 c-taper lfit head. Rep confirmed that no further information will be released by the hospital or surgeon.